Event description:
During index procedure an in.pact admiral paclitaxel eluting balloon catheter was used to treat the left prox sfa (l-1). At an unknown date thrombosis of the left sfa occurred which was treated with medication and revascularization was carried out. Patient recovered. Investigator assessed that the event was not related to the study device, procedure or drug.

Manufacturer narrative:
Cec have adjudicated that the previously reported thrombosis and stenosis of left sfa and pa was related to the index device but not related to the procedure or paclitaxel.

Manufacturer narrative:
It is reported that stenosis of the target lesion also occurred, on the same day as the previously reported thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.